Event description:
Patient reported via regulatory agency unknown side ¿generated rejection¿ and ¿stitches were infected¿. Patient also reported via regulatory agency ¿vertigo¿, ¿high immunoglobin¿, ¿high sedimentation rate¿, ¿system affected immune¿, ¿headache¿, and ¿fatigue¿; these are not device related. Device remains implanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there was enough evidence to support that the work order was manufactured under controlled conditions in accordance with allergan medical procedures. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. During the trend review of all infection complaints for gel breast implants for the period of aug/2018 through jul/2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: b.5., e.1.

Manufacturer narrative:
In response to FDA report number: mw5095640. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.

Event description:
Patient reported via voluntary sus voluntary event "from the moment of the implant I generated rejection, my stitches were infected the following year they had to intervene again rearranging my nipple and continue with symptoms like vertigo, high immunoglobin" as well as "after the implant my child was born, who had breastfeeding because he had a protein caloric deficiency" this is for an unknown side. Device remains implanted.